Manufacturer narrative:
A ge representative evaluated the system and replaced the lucas tracker computer. The system operates as intended.

Event description:
The customer reported the system displayed a "tracker inactive" error message and did not complete boot up. No patient injury was reported.